Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy on an unknown date and a barbed suture was used. During the procedure, the suture cut from the swage. The procedure was completed successfully. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/14/2019. Additional h-3 summary: a needle of product code sxpp1a423 was returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined, and no suture remnant was noted. The suture was not returned for evaluation to determine the assignable cause. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to condition of the sample, it could not be determined what may have caused the reported incident of: ¿thread cut from swage¿.